Event description:
It was reported that the fiber broke after 37 minutes of the photoselective vaporization of the prostate procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a bend in the fiber body directly at the control knob, where the light could escape. The reported allegation was confirmed. The fiber tip had no damage or functional failures. The metal cap exhibited severe debris adhesion on its surface. The glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified that the light was escaping near knob due to tip being bent. It is likely that the user inadvertently applied too much lateral force to the fiber during use causing the bend in the fiber body. Light would be allowed to escape the fiber at the bend. Based on the information available, a conclusion code of unintended use error cause was assigned to this investigation.

Event description:
It was reported that the fiber broke after 37 minutes of the photoselective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.